Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Pump was monitored and tested with no unexpected battery power loss noted. Hardware low level failure alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variable info=03).

Event description:
The customer reported via phone call that insulin had hardware low level failure alarm and power loss alarm. Blood glucose was 149 mg/dl. Customer reported they were able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.